Manufacturer narrative:
Date sent to FDA: 08/18/2020.

Manufacturer narrative:
Date sent to the FDA: 8/5/2024. Additional b5 narrative: it was reported that patient experience hernia. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent epigastric hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted ¿small bowel and omental adhesions to the periumbilical region just below the trocar, with a loop of small bowel. Sharp dissection was used to take down the small bowel adhesions to the prior mesh/neoperitoneum.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.